Event description:
Pt received electroshock treatment for four weeks. They were disoriented and unable to work or leave the hospital during this time, and have suffered apparently permanent partial memory loss. No intervention has been offered or suggested. Worse, pt is again out of work due to the depression that was supposedly being treated. As far as reporter can see from this and from testimony they have read since, ect has serious side effects and is successful in only a few cases. Reporter asks if consumers are warned sufficiently and given sufficient freedom to decline this dangerous "treatment".